Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #unk was removed as it was fractured. Implant broke.